Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that device difficult to remove. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified lesion. A 330cm rotawire and rotaburr was selected for use. During withdrawal, the wire and burr got stuck and was difficult to remove thus both devices were removed as a unit. The procedure was completed with another of the same wire and the same burr. No patient complications were reported.